Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds since the previous generator changeout which resulted in inconsistent capture. It was also noted that the rv lead exhibited high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.